Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported when using the bd syringes 3ml ll there was failure of the product to contain blood/medication. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there were 3 ml syringes with cracks causing the saline to leak out the side of the syringe during the dilution phase of drawing up vials. This resulted in 2 vials being wasted due to inability to know how much saline had been successfully injected into the vial to dilute."